Event description:
This event was received via medwatch form on (B)(6) 2015. As reported, the patient stated she had the vnus closure procedure done on (B)(6) 2014, due to varicose veins behind her left knee. Patient reported that a few days after the procedure she began having numbness on her left thigh. Her symptoms have worsened over the last year and she is now experiencing neuropathy, numbness, swelling and visible bulging of her vessels throughout the left side of her body. She has recurrent heart palpations at night which she believes is a result of her vagus vein being affected. Additional information was received (B)(6) 2015. The left gsv and left anterior accessory were treated. There were no complications during the initial procedure. The patient reported that the leg was less tired at the end of day post procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report 06-jul-2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event." A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).